Event description:
It was reported that the customer was hospitalized for high bgs and dka. Yellowjacket bees stung the customer. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed ant the insulin exited. Instructed the customer to change the infusion set and use manual injections per md protocol.